Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: 2017-101948.

Event description:
A customer reported the doctor stated "when using phaco, slivers of metal were coming off the tip" during a cataract procedure. He was able to remove all slivers from the eye. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. Seventeen phaco tips were returned for evaluation for the report of metal slivers coming from a tip into the eye from the same lot as the tips returned. The original tip having the complaint issue was not returned. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Visual inspections of the phaco tips were performed and all the tips were deemed conforming. A wire was also inserted through all the inside diameters to check that no metal slivers were present in the inside diameter pathways. No metal was present for any tip. The complaint evaluation cannot confirm these phaco tips had any metal slivers. The phaco tips all met specification. The root cause cannot be determined as the phaco tips met specification. Possible sources for metal particulate coming from a phaco tip are from the phaco tip hitting another device during surgery, reuse of a phaco tip, or from material not removed during the manufacturing process. Metal particulate can also originated from another surgical device. No specific action with regard to this complaint was taken because the phaco tips returned were manufactured to specification. All phaco tips are 100% visually inspected by trained operators at the end of the manufacturing process prior to release of the product. The manufacturer internal reference number is: (B)(4).